Event description:
It was reported that the programmer was unable to interrogate a device. The programmer and radio frequency head were returned for service. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the link electronic module (lem) head connector was loose. It was noted that the left keyboard case hinge was broken. (B)(4): analysis found that the electromagnetic field immunity and telemetry tests failed due to the cable being out of electrical specification. It was also noted that the label was delaminated.